Event description:
A report was received by ciba vision from a surgeon that a patient who had a memorylens implanted in 2000 had a series of problems including chronic iritis since before the surgery, monocular diplopia and cystoid macular edema. The surgeon reported that the "iritis was chronic prior to surgery. Cme was probably related to iritis. Monocular vertical dipolpia may be iol related. Retina looks good. Cornea-trace haze on last exam. Patient had yag laser in 2001, but did not eliminate dougle image." The surgeon's prognosis was reported as "fair - unable to eliminate double image vertically od". Surgeon is treating patient with inflamase, artifical tears, voltaren and diamox.